Event description:
Clinical rationale: an impella cp device was inserted surgically into the left femoral artery in a 37-year-old female patient presenting in heart failure/cardiogenic shock, cardiomyopathy, in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on an venous-arterial extracorporeal membrane oxygenation (va-ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. On arrival to the intensive care unit (ICU), the nurse noted that the dressing was saturated and bleeding was coming from the side port of the peel-away sheath. No bleeding noted at the access site. The physician removed the peel-away sheath and the repositioning sheath was advanced. The dressing was angle matched and forward tension sutures placed. No bleeding or hematoma noted to the site. The baseline hemoglobin and hematocrit (h/h) was 14.3/42.6, platelets 234. Follow-up h/h was 10.3/31.5, platelets 192. Two units of packed red blood cells (prbcs) given. The following day, the platelets dropped to 126. Echocardiogram verified adequate position. The patient was still on va-ECMO. No signs of active bleeding or hematoma. Five days after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-6 at 3.1l/min as intended. The use of multiple invasive cannulation devices increases bleeding risk. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Thrombocytopenia may be influenced by patient-specific factors such as critical illness, anticoagulation/antiplatelet status, and mechanical support.

Manufacturer narrative:
This is one of two related reports. This report represents the introducer and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D10 added concomitant product venous-arterial extracorporeal membrane oxygenation (va-ECMO).

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. Additionally, information received confirmed the event onset date (11-mar-2026) as initially reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.